Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who was unable to test with the adc freestyle libre 2 reader due to the test not starting after the test strip was inserted. Customer collapsed due to hypoglycemia and lost consciousness and had contact with healthcare provider. A hcp meter reading of 1.1 mmol/l was obtained and customer required treatment with glucagon injection for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.